Event description:
It was reported that the bd gemini¿ primary infusion set experienced leakage. The following information was provided by the initial reporter: nurse noticed that there was a leak from the set in the connection bellow the drip chamber. Chemotherapy was running in the IV set. The treatment was stopped immediately. No harm was reported. The staff and the patient was exposed to the chemotherapy.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a 2200-0006 product was not available for investigation; however from the information provided by the customer it appears that there was leakage from below the drip chamber on the infusion set. The customer provided video footage of the tubing leaking from a hole in the tubing. Further information provided by the customer indicates that the leakage was identified during infusion and not during priming. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports against the 2200-0006 product in the past 12 months.